Event description:
A talent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. The aortic neck was 25 mm in length with moderate angulation. Iliac vessel morphology was not reported. It was reported that the physician inadvertently placed the talent bifurcated stent graft (MFR report # 2953200-2010-01289) lower than intended, resulting in a proximal type I endoleak. The physician elected to implant a 30 mm talent aortic cuff proximally. During implantation, the aortic cuff (MFR report # 2953200-2010-01290) inadvertently partially covered the left renal artery. The physician elected to implant a renal stent, and the renal artery became patent. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): eval results: (endoleak); (moderately angulated aortic neck); (stent graft was inaccurately placed).